Manufacturer narrative:
The field service engineer determined the gear pump pressure and rinse mechanism water volume were low. The pump pressure was adjusted. A water manifold and tubing were flushed. The water volume was adjusted. Fluidic mechanism checks were performed. Precision studies were performed and all results were within specifications. Calibration data did not indicate an issue. Quality controls were acceptable on the day of the event. The sample centrifugation speed and time were not appropriate for the tube type used. The investigation determined the service actions resolved the issue. (B)(4).

Event description:
The initial reporter stated for over one month they have been having issues with results drifting high for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module and a second analyzer. They have started re-calibrating every 8 hours due to the issue. The customer provided data for a total of 15 patient samples. Of these, 7 had discrepant na results from the c 501 analyzer. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. The samples were initially tested on the c 501 and repeated on the same analyzer after re-calibration. The samples were also repeated on a second analyzer. The repeat results were believed to be correct. The na electrode lot number and expiration date were requested, but not provided.